Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called report that she has been experiencing high blood glucose levels for the past couple days. The customer also reported that she was hospitalized on (B)(6) 2012 for diabetic ketoacidosis and an infection. The customer's blood glucose levels were greater than 600 mg/dl. The customer stated that her blood glucose levels would not come down and she was sleeping a lot. The customer stated that she was treated with insulin, antibiotics and fluids for dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.